Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headache and nausea. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging headaches and nausea. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, pil observed that the ui display screen was cracked. The ultra-fine filter was observed to have a dark appearance to it. An unknown dust contaminant was observed on the top enclosure. The ui knob on the top enclosure was cracked and did not connect properly to the pca board. An unknown contaminant was observed on the blower, side panel, and bottom enclosure. The blower box appeared to have a tobacco odor to it. An unknown dust contaminant was observed on the bottom enclosure. A sticky contaminant was observed on the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. During the investigation of the humidifier, hair-like particles were observed on the water tank. A dark unknown contaminant, possibly bacteria, was observed on the flip lid seal. A discoloration was observed to the flip lid seal and the dry box seal. An unknown dust contaminant was observed on the dry box and dry box inlet seal. A hair-like particles was observed on the dry box inlet seal. An unknown dust contaminant and hair-like particles were observed on the bottom enclosure and on the bottom cover. An unknown dust contaminant was observed on the heater plate. Pil confirmed no presence of degraded sound abatement foam.